Manufacturer narrative:
The initial MDR 2432235-2019-00425 was filed on 15-nov-2019. Additional information (18-nov-2019): siemens headquarters support center (hsc) reviewed the results provided by the customer. Hsc found that calcitonin (cal) calibration was acceptable. The quality control (qc), patient clinical history, and list of medications were not provided. Siemens was unable to perform internal testing of the patient samples due to stability issue with the samples. The customer transitioned to a new reagent lot and did not observe any additional issues with cal. Based on the information provided, siemens cannot determine a probable root cause, and cannot rule out sample specific issues. Hsc reviewed internal data for cal lot 281 and the product was found within specifications. Siemens did not identify a product problem. Cal lot 281 is performing within specification. No further evaluation of the device is required. Section(s) h6 and h10 were updated to reflect the additional information provided on 18-nov-2019.

Manufacturer narrative:
The customer contacted siemens customer care center. A customer service engineer (cse) was dispatched to the customer site. The cse checked quality control (qc) and adjustment, component alignments and voltages, and ran qc 10 times with satisfactory results. The cse repeated undiluted samples that resulted <2 and/or with error and found that the instrument was performing within specifications. No other issues have been reported by the customer post the service visit and the service actions performed resolved the reported issue. Siemens headquarters support center (hsc) is reviewing the results provided by the customer. The cause for the discordant falsely elevated cal results is unknown. Siemens is investigating the issue.

Event description:
Two discordant, falsely depressed calcitonin (cal) results were obtained using immulite 2000 xpi. The initial results were reported and questioned by the physician(s). The samples were repeated using another immulite 2000 xpi. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed cal results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00425 on 15-nov-2019 and siemens filed the supplemental MDR 2432235-2019-00425_s1 on 13-dec-2019. Corrected information (24-aug-2020): the correct date of event that the discordant, falsely depressed calcitonin (cal) results were obtained (section b3) is (B)(6) 2019 and not (B)(6)2019. Section b3 was updated.